Event description:
A report was received in 01/2003 regarding a memory lens which had been implanted in the pt's right eye in 2000. At exam in 2002, the pt had experienced a vitreous hemorrhage and opacification of the implanted device was diagnosed. The pt was referred to a specialist, who is planning to explant the lens in the near future. No further info is available at this time.